Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a long constant tone. The customer reported that they received an unexpected restart alarm. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No audio/beep anomaly or unexpected restart alarm during testing was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratched on the lcd window and cracked battery tube threads.